Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident was not available for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. No determination could be made as to why the pump appeared to flow fast. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the pt told the physician that the pump ran out in one day. The drug was ropivacaine 0.2% and the pt had no signs of toxicity reported. The device was discarded.